Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had drive support cap broken. Customer¿s blood glucose level was 160 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked end cap. However, device passed the displacement test. No loose drive support cap noted during visual inspection.